Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hospitalization due to low blood glucose. The current blood glucose reading is 319 mg/dl. Nothing further reported.